Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) treatment procedure, a defective gauge was noted. The unspecified target lesion was located in the left anterior descending (lad) artery. A non-bsc balloon catheter had been advanced to treat the target lesion. The balloon was attached to an encore26 inflation device and successfully inflated twice. On the 3rd attempt to inflate the balloon, the gauge of the inflation device failed to note an increase in pressure; however, the balloon appeared to inflate. It was noted that the inflation device had a max of 26 atms. The inflation device was exchanged for another of the same and the procedure completed with the same non-bsc balloon. There were no pt complications reported with the pt's current condition listed as "good".